Event description:
Customer reported that he has recently been receiving no delivery alarms on the insulin pump. Customer stated that the no delivery alarm has occurred during priming. Blood glucose level was 417 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime, displacement, and excessive no delivery alarm tests. No excessive no delivery alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.